Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, and dyspareunia. It was reported that the patient underwent an anterior/posterior colporrhaphy, vaginal repair of enterocele, vaginal vault suspension, and cystourethroscopy on (B)(6) 2008 due to pelvic organ prolapse. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urine retention, urinary urgency and urinary frequency. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair due to pelvic prolapse with stress urinary incontinence.